Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device's shock charging circuitry resulted in the lengthened charge times that triggered explant. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient if required, albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) reached explant indicator with a charge time of 23.5 seconds. Approximately five months earlier the remaining longevity was noted to be six years. Data analysis confirmed the device reached explant due to two charges exceeding 15 seconds. Prior to reaching explant all charge times appeared to be acceptable. Device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.